Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were login issues through hospital. A technical support specialist (tss) connected with the providence team to troubleshoot the login delay issue. A wireshark capture was run on the application server while a user from the wa domain attempted to log in. The traffic was filtered on port 636, as the environment was using ldaps for authentication. During the review, one internet protocol (ip) address was identified as the source of the problem, and providence confirmed that a previously decommissioned domain controller had been unintentionally reintroduced into the authentication process. This caused the widespread login delays. Providence it removed the faulty domain controller, and tss verified that login speeds returned to normal. The system functioned as intended after the technical support specialist and customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, providers were unable to log in or were experiencing delays when logging into pyxis throughout the hospital. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.